Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and two ovation ix iliac limb extensions to treat an abdominal aortic aneurysm (aaa). Approximately two (2) months post initial procedure, during a routine follow up, a type 1b endoleak on the left common iliac artery was identified. The physician elected to implant an ovation ix iliac limb to successfully resolve the type 1b endoleak. The patient has been discharged home. This event was previously reported under MDR#: 3008011247-2025-00077. Note: the initial and reintervention procedures are outside the indications of use (off-label) as the safety and effectiveness of other stent graft devices used in conjunction with the afx2 system have not been established. Additional information: an internal clinical assessment determined that there was evidence to reasonably suggest a type 3a endoleak (poor apposition) of the left common iliac artery occurred that was discovered during review of the computed tomography (CT) scan dated on (B)(6) 2025.

Manufacturer narrative:
The reported incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the 3a endoleak of the left common iliac artery complaint is confirmed. This is consistent with the reported adverse event/incident. The complaint is likely anatomy and user related. The patient underwent endovascular repair for a left common iliac artery aneurysm in the absence of an abdominal aortic aneurysm (off-label use). There was concomitant use of ovation limb extensions with an afx device, which represents off-label product use and likely contributed to the reported event. Severe tortuosity with a 101degree angulation at the origin of the left common iliac artery to the bifurcation likely contributed to the development of the type 3a endoleak - off label iliac angle of 101 degrees. No procedure related harms were identified. The final patient status was reported as discharged home. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date has been updated. H6: investigation type codes: remove code 4118. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.